Manufacturer narrative:
The customer-reported air leak was confirmed through visual and physical examination of the returned section of cannula. The cannula piece showed evidence of a tear near the distal end of the cpc connector barb. The cannula also exhibited a darkened discoloration and was noticeably brittle to the touch with surface wear near where the cannula was cut (near the tear). During investigation testing, the cannula segment was pressurized and the air leak was confirmed and replicated. There are multiple contributing causes of cannula tears. As identified in previous cannula tear investigations, patients supported by portable drivers are more likely to place increased stress on the cannulae. These stresses are concentrated where the effective stiffness of the cannula changes, specifically at the velour/cannula junction and the driveline/cannula junction. The increased stresses at these junctions can lead to a cannula tear. This is caused by the different material behaviors of the pvc cannula material, the stainless-steel reinforcing wire, the cpc connector and the cannula velour when placed under flexural, rotational or tensile stresses. Wear occurs at the surface or between pvc layers, eventually leading to tear initiation. Syncardia CAPA-2022-0007 (formerly CAPA-0270), preventive CAPA for cannula, was opened to address preventive actions and is currently at step 5 action plan. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4). Follow-up report 1.

Manufacturer narrative:
The removed piece of cannula was returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient had a leak in the right-side cannula. The customer also reported that the cannula was repaired without adverse patient impact.